Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2024, at approximately 9:00 a.m., a respiratory nurse was preparing to use a closed IV needle to administer fluids to a patient, and routinely checked that the outer packaging was not damaged and that the shelf life was normal before unpacking the needle for use. During the injection process, blood leaked out of the side of the white rubber plug of the indwelling needle, and it could not be used normally, so the indwelling needle was immediately replaced and re-instated.

Manufacturer narrative:
Complaint to be cancelled.

Event description:
Customer clarified that the material number were as follows: -correct material#383028, batch#3135086. Customer confirm that this complaints had been previously reported. -original MFR report#: 3014704491-2024-00041. Complaint to be cancelled.